Manufacturer narrative:
The reported product is an unknown baxter automated pd system. The device was not returned, and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced abdominal pain. It was reported the patient presented to the emergency room and was diagnosed with the presence of free air in the diaphragmatic space cavity. The volume of air was not reported. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient outcome and action with pd therapy were not reported. No additional information is available.